Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary interventional procedure interventional procedure. Reportedly, when the knot was advanced, the suture broke, possibly due to excessive force applied on the trimmer. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is likely the force applied during knot advancement contributed to the reported suture detachment. The reported difficulty and subsequent treatment appear to be related to user technique of force applied. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.